Manufacturer narrative:
Siemens filed an initial MDR 2527506-2019-00212 on 03-jun-2019. Additional information (05-jun-2019): a siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a recalibration after the issues were observed and the lamp replaced as a result of a system check failure. Additional information (12-jun-2019): there were no new ctni discordant results observed by the customer after the recalibration and lamp replacement or quality control (qc) issues. Additional information (18-jun-2019): the customer ran samples on the dimension xpand in duplicate, ran samples on istat (negative) and ran the samples on dimension vista when troubleshooting the issue. The customer ran chem wash and distilled water on the dimension xpand and both tests yielded results of 0.05. Based on the information provided, and review of the instrument data (observed low 293nm), the cse performed a recalibration, replaced the lamp as a result of a system check failure. The cause of the discordant ctni results is unknown; however, the changing of the lamp or cuvette formation may be a contributing factor. The customer has not observed any new discordant cnti patient results and is satisfied with system performance. The instrument is performing within specification. No further evaluation of the device is required. Section h6 result code and conclusion code were updated to reflect the additional information. MDR 2517506-2019-00211_s1 was filed for this issue.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant cardiac troponin I (ctni) patient results obtained on a dimension xpand plus w/o hm instrument. Quality control (qc) results were verified as acceptable. Siemens is investigating. MDR 2517506-2019-00211 was filed for this event.

Event description:
Discordant, falsely elevated cardiac troponin I (ctni) patient results were obtained on a dimension xpand plus w/o lm instrument. The customer performed repeat testing and the results were similar. The patient samples were repeated on an alternate test system (istat), resulting lower. The lower alternate system results were the correct results reported to the physician(s). There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant, falsely elevated cardiac troponin I (ctni) results.